Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. It was determined that loss of connection was related to the mobile application. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.